Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other similar complaints reported in the lot number. (B)(4).

Event description:
A physician reported that a patient who had a corneal laceration with a traumatic cataract developed endophthalmitis on the first day following a cataract surgery with an intraocular lens (iol) implanted in the anterior chamber. Additional information has been requested.